Manufacturer narrative:
The complainant stated that the albuterol inhaler helps in relieving the worker's symptoms. A retain sample was tested and met specifications. In addition, a review of the manufacturing records indicated that there were no deviations in the manufacturing process and that the product met all release specifications. These investigation results indicate that this incident was not the result of a product failure. Tested retain sample from same lot.

Event description:
On (B)(6) 2011, it was alleged by the complainant that while using cavicide to clean the office, a worker experienced asthma that required a visit to the doctor's office and a prescription albuterol inhaler for treatment.